Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is possible that the damage was caused by glue deterioration due to chemical stress during reprocessing or mechanical stress during assembling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿confirm that there is no damage, deformation or cracks on the plastic parts (black) and metallic parts of the forceps/irrigation plug and that it is free of debris.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus forceps irrigation plug, the securing nut was damaged and the lid came off, exposing the metal portion. There was no patient involvement during this event. According to the initial reporter, this event occurred on 3 separate occasions. Please see (B)(6), & (B)(6), for the related files.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The securing nut had been damaged and the metal part was visible when the nut was removed. If additional information becomes available following the device evaluation, a supplemental report will be filed.